Manufacturer narrative:
The report of no images on the middle screen could not be reproduced upon testing of the device at the service center; all video and imaging aspects were found to be functioning properly. A precautionary leak test revealed a leak, which was repaired.

Event description:
It was reported that during a case, there was no image on the middle screen. According to the report, there was no patient injury.